Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor (icm), pacemaker and leads were explanted due to pocket infection. The patient status is unknown.

Event description:
New information received indicated that the patient experienced redness and discharge. The infection was not related to the product or product related procedure. The patient was stable throughout.